Event description:
On 10-sep-2025, it was reported that a beta bionics ilet user¿s caregiver contacted beta bionics to request a change to the glucose target after the user experienced low glucose readings. The call ended before additional blood glucose information could be collected, and follow-up attempts were unsuccessful. No specific information regarding the reported glucose issue was provided by the end-user upon follow up.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.